Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was finished as planned. A philips field service engineer (fse) visited the site and confirmed that the wi-fi (led) indicator on the wireless foot switch (wfs) was flashing red and there was an intermittent wireless connection problem. The fse found that it usually occurred when the wfs was located behind the table column, and when a large number of additional equipment is present. The fse changed the location of the wfs transmitting and receiving antenna. After the movement of the transmitting and receiving antenna, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. It was verified that the wfs was not malfunctioning as the reported issue was due to the location of the transmitting and receiving antenna. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch connection was interrupted during an examination. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.